Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-jun-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that order issue. A technical support specialist found the medication order had identical start and end dates, causing cancellation. User attempted override but didn¿t add the item correctly. Issue was clarified and resolved. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medbank tower, validation code was not working. The customer reported there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.